Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to abrasion caused by the use of the device. The instruction manual identifies the following verbiage, which may help prevent the phenomenon: " inspection of the endoscope: 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities.". The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device."

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4). The customer error description could not be confirmed however, deep cut/lifting part on the probe unit that reached to the hard part under pink probe coating was observed. The acoustic lens on the probe unit is damaged. Further inspection , the following findings were noted: damaged distal end/light guide lens. Broken connecting tube. Air /water nut - painting peel off. Suction cylinder nut -painting peel off. Air/water cylinder - defective. Universal cord- damaged. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported problem in the balloon channel. The issue found during receipt inspection. Device return evaluation found the acoustic lens on the probe unit is damaged. There is no patient involvement associated on this reported event. No user injury reported.